Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastric procedure, at the time of reloading to staple , the device does not fire. The surgeon was able to press the green button but could not squeeze the handle. Another load was charged and it works properly. There was no patient injury.